Event description:
A ventilator was returned to the manufacturer for service. The device was not in use. During the evaluation of the device at the manufacturer's service center, an issue related to low pressure was observed due to evidence of foam degradation and there was evidence of dust on the flow sensor. The air path will be replaced to address the issue.